Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of one prostyle were successfully pre-placed. Reportedly, an attempt was made with a second prostyle device; however, a cuff miss [suture retrieval issue] was noticed. The sutures of another prostyle were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. During suture management, a suture break occurred with the last prostyle suture that had been pre-placed. An additional prostyle was attemped; however, a cuff miss [suture retrieval issue] was noticed. Hemostasis was achieved with the first pre-placed prostyle suture along with an additional prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.